Event description:
The patient reported that when riding in the fire station's new truck as a firefighter, the patient noticed increased heart rate. The patient also brought a blood pressure cuff along and noted increased blood pressure when the truck was going over 20 mph, and the patient felt ill at fast speeds. The patient stated that the device was checked and the doctor said the device was fine, but that there was possibly interference going on in the fire truck. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead, (B)(6) 2002. (B)(4).